Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported h11 manufacturer narrative. Updated fields: h11 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the adhesive on the bending section was found to be chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.